Event description:
It was reported that the patient presented at the hospital post device upgrade procedure. It was noted that the patient¿s right atrial lead exhibited low pacing impedance. No intervention was performed. The patient was in stable condition. The patient will be further monitored.